Event description:
The hcp reported the pt's pump was explanted due to " battery depletion." No pt symptoms or outcome were provided. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed a broken roller arm shaft screw. The drug found in the pump's reservoir was morphine (unk concentration/dose). A sample of the drug was sent for further testing.